Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is a medical evet and is not related to the device. Additional observations: ¿ observed one opening in the plug strap side assessed as surgical damage like. ¿ wear abrasion observed on the device. ¿ crease flat observed on the device.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. Device has been explanted.

Event description:
Device has been explanted.